Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were hard to press or unresponsive from time to time, screen scratched up and can barely read it at all and changing batteries more frequently. Customer's blood glucose value was unknown. Customer declined to report to 24 hours technical support department. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected missing segment anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip.